Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was (possibly simethicone). There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited remnants of a white crystallized contamination believed to be a simethicone type of product within the air / water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.